Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that they were on their way to the hospital at the time of call. The customer reported that the insulin pump was not alarming no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that he had bent cannulas. The customer preformed high pressure test multiple times but the insulin pump did not received no delivery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.